Event description:
On 07/01/1997, a MFR clinical rep rec'd a report from it's dist that a facility in their territory experienced difficulties with this device. The report states that the device was implanted within the subclavian, on approx 06/18/1997, for use in the pt's chemotherapy treatments. On 07/01/1997, the facility contacted the dist and reported that there has been a continuous trickle of blood tracking along the catheter tunnel since implant. In an attempt to stop the bleeding, the pt was placed on bed rest for a period, but as soon as the pt stood up and bent over at the waist, blood flowed from the catheter exit site at the skin. The pt has required replacement of blood volume loss. A contrast study through the device showed it to be patent, intact, and in good position. The device has been used for chemotherapy without incident. The facility requests info. The MFR clinical rep informed the dist that she has no info regarding a similar event. The MFR clinical rep suggested that blood must be coming from the catheter insertion site into the vein or persistent bleeding from a site in the subcutaneous tissue. Although, bleeding for a two week period would be unusual from either site. The MFR clinical rep suggested that the surgeon discuss with a radiologist, the possiblity of a peripheral contrast study that may identify a leak at the vessel insertion site, if that was not possible, then the only alternative would seem to be surgical exploration of the insertion site and catheter tunnel. The dist is expected to inform the MFR of the outcome of this event.

Manufacturer narrative:
Correspondence from the dist, dated 8/7/97, states that the facility informed the dist that they had used some skin "glue" around the site, and it had subsequently stopped the bleeding. It has come to light after the event that, although not hemophiliac, the pt has experienced this in the past with other invasive procedures. The MFR's investigation of this event remains inconclusive. Based on the info available no conclusion can be drawn as to the cause of this event. No further info is available. The dist will be notified of co review of this incident. The MFR is now closing its file on this event.